Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing, after the second culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the ultrasonic gastrovideoscope tested positive for greater than 25 colony forming units (cfus) of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have nee a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer provided the cds processes and it is unknown if deviations from instructions for use (IFU) occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germ was not detected. Olympus sampled the device on 04-jul-2024: 10 cfu were detected in all channels. Bacteria species: micrococcaceae, aspergillus species, "bacillaceae" olympus resampled the device on 16-jul-2024: 14 cfu were detected in the forceps channel. Species: staphylocoques à coagulase négative", "staphylococcus warneri" 7 cfu were detected in the suction channel. Species: bacillaceae however, the likely cause of the reported event is due to the reprocessing was insufficient due to physical damage to the device. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." We have checked the contents of the instruction manual in which the device was shipped, and the following information regarding reprocessing is included. ·chapter 6 compatible reprocessing methods and chemical agents ·chapter 7 cleaning, disinfection and sterilization procedures ·chapter 8 cleaning and disinfection equipment olympus will continue to monitor field performance for this device